Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels in the 500's (mg/dl). The customer delivered boluses via the pump. During a system check with tandem technical support, it was identified that the pump time was off by 12 hours. The customer was uncertain if this was pump issue or due to the customer's error. The customer declined further assistance.